Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was microscopically inspected and tested for leaks. Microscopic evaluation identified a hole with a leak and a tool mark in the middle of its body, consistent with sharp instrument damage. In addition, the first cylinder presented a hole in the proximal end of its body, also consistent with sharp instrument damage. The component did not pass the leakage test. The second cylinder was microscopically inspected, and leak and pressure tested. Upon microscopic examination, it was noted that the outer tube had holes in the middle of the cylinder, consistent with sharp instrument damage. The component passed leak and pressure testing. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under microscope inspection, and no leaks were identified; however, the pump did not pass activation test for functional evaluation. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was noted. Cylinders and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later a revision surgery was performed, during which a tear in the right cylinder was noted. The cylinders and pump were removed and replaced. There were no patient complications reported.